Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condtion, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "safety shield would not retract" during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair simulation of skin and found to funciton as intended. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that safety shield would not retract. There was no pt consequence.